Event description:
A report received from the USA stated an 840 ventilator stopped cycling. It was reported that the ventilator was not being used on a patient at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the safety valve. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test (pvt) according to manufacturer specifications. Covidien ref: (B)(4).